Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a chemo leak from the tubing where it is fused to the male luer on the secondary set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the tubing where it is fused to the male luer was not confirmed. Visual inspection of the suspect set revealed no obvious damage. Extensive functional testing was unable to duplicate the reported issue. The root cause of the reported leak from the tubing where it is fused to the male luer was not identified.